Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The user reported connection issues, however, testing was unable to reproduce the issue. No parts were replaced. Systems checkout was performed and system was functioning as intended.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure, there was difficulty with communication between the imaging system and a navigation system. The site was trying to use two different navigation systems with the imaging system. Before the case, the site connected both navigation stations to the imaging system and both verified. The site started with the first navigation system and did a spin and was successful. The site then switched to the second navigation system and the imaging system would not connect. This second navigation system would not even verify. The network cable was switched from the first navigation system to the second navigation system directly. The site rebooted the imaging system with the network cable still plugged in during the case and that did not resolve the issue. The site decided to proceed with only the use of the first navigation system. After the case, the site tried to connect the imaging system with the second navigation system and it connected with no issue. There was a reported 15-minute delay to the procedure, and no reported impact on patient outcome.